Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer reported a blood glucose (bg) level of 275 (mg/dl). Insulin was resumed or an insulin pen was used to address bg levels. Due to the occlusions occurring in the past, troubleshooting to determine the source of the occlusion was unable to be performed.